Event description:
Caller reported a data error alert after receiving the pump. There was no adverse impact to the customer's blood glucose level at the time of the issue, as it remained within a safe range. Technical support arranged for the pump to be replaced and advised the caller that the current pump could continue to be used until the replacement arrived. The customer acknowledged this and received instructions on using the replacement pump.